Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. The stent was detached from the delivery system and not returned for analysis. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings appeared relaxed from their original folded position and subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 20-feb-2018. It was reported that crossing difficulty was encountered. The severely stenosed target lesion was located in the left anterior descending artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, additional information received confirmed that the stent was intact on the delivery system when the device was removed and was dislodged outside patient.